Manufacturer narrative:
Hamilton medical ag`s conclusion: investigation is ongoing.

Event description:
The complaint was received as "during maintenance, the device was on standby when screen went blank". No patient involved.

Manufacturer narrative:
The "panel connection lost" alarm indicates an interruption in communication between the interaction panel (ip) and the ventilator unit (vu). Logfile analysis confirmed multiple instances of panel connection losses. The service technician performed troubleshooting and identified the root cause as a defective interaction panel (I) esm. The faulty component was replaced. After the replacement, the device operated as intended and successfully passed the test software (tsw).